Manufacturer narrative:
Evaluation of the returned pod coil revealed that the pet lock was separated on the proximal end of the pusher assembly and the pull wire was retracted from the pusher assembly ddt. If the pet lock is separated, the pull wire will retract from the pusher assembly ddt and the embolization coil will detach from the pusher assembly. This typically occurs during a successful detachment of the embolization coil. The root cause of the separated pet lock could not be determined; however, this damage contributed to the embolization coil detaching within the lantern during the procedure. Further evaluation of the device revealed offset coil winds along the length of the embolization coil. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the mesenteric artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the physician experienced resistance. Subsequently, the pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.